Event description:
It was reported that a patient alert for high lead impedance of greater than 200 ohms occurred. The lead was removed and upon explant it was noted that there was a fracture 2cm below the anchoring sleeve. No patient complications were reported as a result of this event.